Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. No medical records or details have been provided as to the nature of the patient's injuries. No sample was returned. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent right inguinal hernia repair. A bard/davol perfix plug was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of the failed perfix plug. The patient continues to experience complications related to the perfix plug, and will likely require additional surgeries to repair the damage from the product. The perfix plug implanted in patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective perfix plug.